Event description:
Per the clinic, the patient experienced balance problem, poor performance with the device and the tip of the electrode array was found to be folded over in the cochlea. Subsequently, the patient underwent revision surgery under general anaesthesia to remove the existing electrode from the cochlea and placed back in without tip foldover on (B)(6) 2025.